Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall events on the ilet, during which blood glucose was high and remained out of range for about three hours; the user disconnected and restarted the system, performed a dry run without alerts, and ultimately resolved the issue with a complete supply change, after which glucose stabilized. Symptoms included dry mouth and increased urination. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included troubleshooting, review of device notifications, and user education, with replacement supplies shipped. Investigation of this case revealed a consecutive motor stall consistent with an insulin delivery interruption associated with disposable supply components, with no recurring alerts after supply replacement and successful dry run performance. It was concluded, based on previously established findings for similar reports, that the most probable cause was supply-related flow obstruction or connection issue corrected by replacing the supplies.